Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow button must be pressed multiple times before functioning. Down arrow and ok button respond normally. No cracks, tears in keypad, no trauma or water exposure are reported. The pump is worn in a case attached to a belt, and cleaned with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.